Event description:
Additional information received indicates the extension was not explanted and replaced.  This device is no longer considered reportable on this event.

Manufacturer narrative:
Correction: additional information received indicates the extension was not explanted and replaced. This device is no longer considered reportable on this event.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had difficulty charging the ipg. In turn, surgical intervention took place wherein the ipg and extension were explanted and replaced to address the issue. Unknown why the extension was replaced.